Event description:
Device has been explanted. Healthcare provider later reported, rupture.

Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified: ¿ red particles on the surface of the shell. ¿ deformation. Device analysis performed, through photographs, due to the impossibility to perform a further analysis. It is not possible to determine, the cause of the event.

Event description:
Patient reported "left peri-implant-suspicious for breast implant associated anaplastic large cell lymphoma" as well as "small amount of fluid surrounding the in situ " for the left side. Device has been explanted. Pathological markers confirming alcl have been received. Healthcare provider later reported rupture.

Manufacturer narrative:
Additional, changed data: a4.

Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of "seroma and lymphoma-alcl" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphoma-alcl. Alcl diagnosis: (B)(6) 2021. Physician contact information: implanting physician: (B)(6). Explanting physician: (B)(6).

Event description:
Patient reported ¿cancer¿, ¿lymphoma¿, and "small amount of fluid surrounding the in situ left breast implant". Cd30 (B)(6) and alk (B)(6) confirms the diagnosis. Device remains implanted. This record is for the left side.